Event description:
N/a.

Manufacturer narrative:
The unit was not returned for evaluation. No DHR review was possible since no lot number is available at this moment. The complaint is unconfirmed. The root cause for this event is undetermined. The UDI number for catalog ins9020 is (B)(4).

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 2648988-2018-00053 and 2648988-2018-00054.

Event description:
This is 3 of 3 reports. It was reported by the account manager that a third ins9020 limitorr volume limiting evd from the same facility had a broken distal stopcock. The event happened on (B)(6) 2019 in the same unit with the same customer. Additional information has been requested but no other new information has been provided.